Manufacturer narrative:
Initial reporter name and address: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6.b, h6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, b3, b6, d6a, h6.

Event description:
Physician reported right side rupture. Device remains implanted.